Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt had a pump stoppage in transit to the hosp, with multiple low voltage, driveline fault, and replace system controller alarms prior to the pump stoppage. The log file submitted to the manufacturer for review revealed transient power elevations that appeared to be associated with pulsatility index (pi) events. There were speed drops, yellow wrench alarms with a replace controller message, then driveline fault alarms followed by a pump stoppage. This occurred while connected to battery power. The hosp reported that when the pt was hooked up in the emergency room, the pump was functioning normally. The pt is currently stable and the pump is working fine with no further alarms reported. The hosp suspects that the pt may have been volume depleted.

Manufacturer narrative:
A full examination of the lvad could not be conducted as the patient remains ongoing on vad support. Therefore, a root cause for this event could not be determined through this evaluation; however, the report of a pump stoppage was confirmed based on the analysis of the submitted system controller log file. The instructions for use contains information regarding all system controller alarms and explains that physiological factors, such as hypovolemia, can affect the filling of the pump. A review of the lvad device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information was provided indicating the system controller was returned and the patient is on-going with no further issues.